Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. It was noted that there was moisture visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: during investigation a visual inspection of the pump revealed a crack in the battery compartment along the side from threads to the seal case. There was moisture observed inside the battery compartment. A leak test was performed and confirmed the battery compartment leak. The pump case was opened and no evidence of internal moisture was observed inside the pump.